Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting thresholds measurements on the right ventricular (rv) channel which had doubled one day post implant. An x-ray revealed the lead had dislodged. The decision was made to wait to perform a revision procedure as the patient is only paced twelve percent in the rv the patient was very sick due to a reaction to codeine. The patient subsequently presented to the hospital following a syncopal event. System evaluation noted no capture and pacing inhibition of twelve seconds. Efforts to reposition the lead were unsuccessful as multiple attempts to extend the helix were unsuccessful. The lead was replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.